Event description:
Statlock device to hold foley catheter in place did not stay connected. Clip would not re-close. In addition, these problems with the device have also been observed: clips twist, clips clamp tube causing urine to be retained.